Event description:
It was reported that the head end lift was stuck in the high height position and would not lower due to the coupler being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.